Event description:
It was reported this balloon ruptured at approximately eight atmospheres during an iliac angioplasty. Following removal of the balloon catheter through the introducer sheath, it was discovered the balloon material had detached and remained in the pt. A snare was utilized to grasp the balloon material. However, the balloon material could not be removed through the access site. The pt underwent surgical removal of the balloon material. Another balloon catheter and stent were used to succcessfully complete the procedure in the operating room without further incident. The patient's condition is good. This device is currently being evaluated by this MFR. A supplement will be forwarded following the completion of the engineering evaluation. Without evaluating the device, co is unable to determine to the exact cause of this event at this time. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."